Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the keypad dome issue was determined to be due to a design issue caused by the lack of dome tape when assembling the front case keypad. The proximate cause of the c245 super cap issue was determined to be due to a faulty component. The proximate cause of the rear case issue was reported by service to be due to customer damage. The proximate cause of the battery issue was reported by service to be due to wear. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
The proximate cause of the keypad dome issue was determined to be due to a design issue caused by the lack of dome tape when assembling the front case keypad. The proximate cause of the c245 super cap issue was determined to be due to a faulty component. The proximate cause of the rear case issue was reported to be due to customer damage. The proximate cause of the battery issue was reported to be due to wear.

Event description:
The device was found to be physically damaged and failing to hold a charge, in addition to failure of components.

Manufacturer narrative:
Z-1606-2016. The proximate cause of the keypad dome issue was determined to be due to a design issue caused by the lack of dome tape when assembling the front case keypad. The proximate cause of the c245 super cap issue was determined to be due to a faulty component. The proximate cause of the rear case issue was reported to be due to customer damage. The proximate cause of the battery issue was reported to be due to wear.

Event description:
The device was found to be physically damaged and failing to hold a charge, in addition to failure of components.